Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study via a manufacturer representative reported the patient experienced a granuloma at the electrode level, cutaneous erosion on (B)(6) 2015. Local wound care was provided to the patient. The event was assessed as not serious, not related to the procedure, and related to the device. The event was ongoing. Relevant medical history includes fecal incontinence since 1996 due to post-op trauma. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: 2014 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the adverse event was not resolved at the time of the study exit. No further patient complications have been reported as a result of this event.